Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have grip input disk #6 completely detached. Additionally, upon visual inspection, the instrument was found to have thermal damage on the molded insulator at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a broken input disk when attached to the drape. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. There was no patient injury, and the procedure was completed using a different instrument.